Manufacturer narrative:
Concomitant medical product: tyrx-aae envelope, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bleeding and dehiscence of the wound and a secondary infection of the device pocket. The cardiac resynchronization therapy defibrillator (crt-d) and leads were extracted approximately 3 weeks after the implant of the crt-d with an absorbable envelope. During the procedure, a transesophageal echocardiogram (tee) was performed and noted evidence of either vegetation versus thrombus possibly related to the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.